Event description:
It was reported that during a laparoscopic colon procedure the device was closed and inserted into the trocar. When the surgeon went to open the device to place on tissue the device would not open. The device was removed from the trocar and another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. Echelon straight/flex: straight. What color cartridge was being used? Asku. Was buttressing material utilized? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.